Event description:
During a double lumen balloon colonoscopy the physician used a cook endoscopy escort ii double lumen extraction balloon. The device was being used to assist in cannulating the ileum and to gain access to the small bowel. Sterile water was used to inflate the balloon. Once access to the small bowel was attained, the physician attempted to deflate the balloon, but the balloon would not deflate. The physician could not see past the balloon, therefore, the balloon was pulled back into the cecum. They attempted to deflate the balloon in the cecum, but the balloon would not deflate. The balloon was pulled up against the endoscope in attempt to deflate the balloon, but this was unsuccessful. The endoscope and extraction balloon were removed from the pt simultaneously. Once the balloon was outside of the pt, the user made several cuts in the catheter in attempt to deflate the balloon. The balloon remained inflated; deflation was not achieved by the hosp. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report as it was described because the condition of the device prohibited a full evaluation. The catheter has been cut in several areas and in the proximal end of the catheter was not included in the return. There are several waves and kinks in the catheter. The kinked portion is stretched. The balloon material remains inflated. We confirmed fluid to be present inside the inflated balloon. The fluid inside the balloon and stretched area in the catheter are causing the deflation difficulty. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: the condition of the device prohibited a full evaluation. However, we can provide the following comments: the balloon was inflated with water and the catheter has stretched. These are the most likely causes for the deflation difficulty. The instructions for use for this device advises the user to attach the premeasured syringe to the inflation port and inflate the balloon with air only. Using water to inflate the balloon compromised the performance characteristics of the balloon, causing deflation difficulties. We can report that a severe kink or stretching of the catheter can block the inflation lumen preventing deflation. Kinks and stretching can occur if the devices receives excessive force during use and/or general handling. The intended use for this device listed in the instructions for use states that this extraction balloon is used for endoscopic removal of biliary stones. The information provided indicated this device was used to assist cannulation of the ileum and to provide access to the small bowel, which is not included in the intended use for this device. Prior to distribution, all escort extraction balloons are subjected to an air inflation test to ensure proper balloon function prior to distribution. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this occurrence because the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.